Manufacturer narrative:
Pump was received with blank display due to moisture damage on electronic assembly. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. Customer's blood glucose level was 211 mg/dl. Customer heard fluid when shaking insulin pump. Customer stated that the insulin pump was not dropped. The insulin pump will be returned for analysis.